Event description:
Response to user facility's report # mw5061741. An authorized skytron representative contacted the facility and they advised that the hospital's biomed conducted an evaluation. Their evaluation did not find any problems with the table. Skytron also reached out to the facility but did not receive any response or additional information. No service documentation was provided. The table has been puled out of service and will be replaced with a new table. Skytron has sold about (B)(4) of these tables and this is the first reported incident of this nature.